Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one sterile sample was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole - "dr (B)(6) was performing a lap chole with the ca090. He applied 3 clips to the artery and 3 to the cystic duct, all of which formed correctly. He then clipped a 7th clip which scissored. He clipped 2 more clips that formed correctly. After the case the clip applier was dry fired 4 times - the first 2 clips scissored and the next 2 were formed correctly. Those clips are included. (B)(4), applied reps, were present for the case. Description is from their observation and discussion with dr (B)(6)."